Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 12/08/2016 ¿ correction to d4 serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: there were unexplained pump reboot events observed in the black box on 08/01/2016. The battery cap was able to attach to the pump and maintain an electrical connection. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.